Manufacturer narrative:
H6: clinical code-4581-shallow anterior chamber. Claim#: (B)(4).

Event description:
A healthcare professional reported an article titled, 'trabeculectomy for glaucoma following centraflow implantable collamer lens with high lens vault.' The article states that a patient underwent an implantable collamer lens (icl) implantation procedure for asymmetric myopia developed glaucoma. The patient experienced elevated iop, blurred vision, pain, shallow anterior chamber and excessive vault. In a separate visit a tuberculectomy was performed. The problem was resolved.